Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with pain during pacing and diaphragmatic stimulation. An in office interrogation revealed loss of capture on the right ventricular (rv) lead as well as undersensing and unstable thresholds. Post echocardiogram, the physician suspected perforation of the right ventricle. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.